Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had experienced two shocks, one of which felt very much like one previously experienced that was determined to be inappropriate. The device remains in use. No patient complications have been reported as a result of this event.